Event description:
Nurse from the hospital ER called in to report that one patient is currently at the hospital and is being monitored after receiving therapy shock. The nurse reported that the patient was driving when the wcd system shocked the patient once. The patient heard it was about to start again when the patient took the wcd system off. Patient then came into the ER to seek medical attention. There was no serious injury reported. The vehicle motion may have contributed to a noisy signal and inappropriate shock delivered. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
The wcd system was never recovered and returned from the field. This was likely due to being removed at the hospital emergency room. Likely cause remains that the vehicle motion may have contributed to a noisy signal and inappropriate shock delivered. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.